Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed and passed. Receiver charged and boot test was performed and failed due to receiver will not turn on. Open receiver case for internal visual inspection and failed due to missing/damaged components. The receiver data log could not be downloaded due to usb connector damaged. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.